Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. Customer's blood glucose value was 46 mg/dl at the time of incident. The customer was treat with food. The customer declined troubleshooting for low blood glucose. The device will not be return for analysis.